Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced hidradenitis ("hidradenitis suppurativa") and abscess ("abscess"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, hidradenitis and abscess outcome was unknown. The reporter considered abscess, hidradenitis and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced hidradenitis ("hidradenitis suppurativa") and abscess ("abscess"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, hidradenitis and abscess outcome was unknown. The reporter considered abscess, hidradenitis and medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tubes perforarion"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("other organs perforation") and abscess ("abscess") in a 38 year-old female patient who had essure (ess205) inserted (lot no. 12263366) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, dyspareunia, dysmenorrhea, parity 2 and gravida ii. Concurrent conditions were listed as heavy periods, vomiting, nausea, heavy menstrual bleeding and pelvic pain female. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), fatigue ("chronic fatigue"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced abscess (seriousness criterion medically important) and hidradenitis ("hidradenitis suppurativa"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hidradenitis, mood altered, pelvic pain, perforation, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: previous cholecystectomy. Prominent extrahepatic biliary tree is post-surgical finding. And there are no reasons to suspect post-hepatic cholestasis. There is evidence of pneumobilia. [Pathology test] on (B)(6) 2016: surgical pathology report. Clinical diagnoses: pelvic pain following endometrial ablation, post ablation syndrome. Specimens: uterus, cervix, bilateral fallopian tubes. Final diagnoses: hysterectomy (with cervix) and bilateral salpingectomy specimen: submucosal leiomyoma; basal layer of endometrium; unremarkable cervix; unremarkable bilateral fallopian tubes. [Ultrasound scan] on (B)(6) 2015: uterus and both ovaries are within normal limits; on (B)(6) 2015: supine and upright films of the abdomen demonstrate essure coils in the pelvis and multiple surgical clips from previous cholecystectomy lot number: 12263366. Manufacture date: 2004-04. Expiration date: 2006-03. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report added. Lab data, medical history and reporter information updated. Amendment: event "unintended pregnancy (device ineffective)" deleted. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforarion'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('other organs perforation') in a 38-year-old female patient who had essure (ess205) (batch no. 12263366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (device ineffective)" in (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), fatigue ("chronic fatigue"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced hidradenitis ("hidradenitis suppurativa") and abscess ("abscess"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, fatigue, hidradenitis, abscess, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hidradenitis, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 21-jan-2021: reporter lawyer, pregnancy and event medical device removal were updated, the follow information were added: packaged batch/lot number, chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, unintended pregnancy (device ineffective), migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes perforation, other organs perforation, allergic reaction occurred with nickel, autoimmune reaction, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tubes perforarion"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("other organs perforation") and abscess ("abscess") in a 38 year-old female patient who had essure (ess205) inserted (lot no. 12263366) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, dyspareunia, dysmenorrhea, parity 2 and gravida ii. Concurrent conditions were listed as heavy periods, vomiting, nausea, heavy menstrual bleeding and pelvic pain female. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), fatigue ("chronic fatigue"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). Essure (ess205) was removed on (B)(6) 2016. On unknown date she experienced abscess (seriousness criterion medically important) and hidradenitis ("hidradenitis suppurativa"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hidradenitis, mood altered, pelvic pain, perforation, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on(B)(6) 2015: previous cholecystectomy. Prominent extrahepatic biliary tree is post-surgical finding and there are no reasons to suspect post-hepatic cholestasis. There is evidence of pneumobilia [pathology test] on (B)(6) 2016: surgical pathology report clinical diagnoses: pelvic pain following endometrial ablation, post ablation syndrome specimens: uterus, cervix, bilateral fallopian tubes final diagnoses: hysterectomy (with cervix) and bilateral salpingectomy specimen - submucosal leiomyoma - basal layer of endometrium - unremarkable cervix - unremarkable bilateral fallopian tubes [ultrasound scan] on (B)(6) 2015: uterus and both ovaries are within normal limits; on (B)(6) 2015: supine and upright films of the abdomen demonstrate essure coils in the pelvis and multiple surgical clips from previous cholecystectomy lot number: 12263366 manufacture date: 2004-04 expiration date: 2006-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforarion'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), perforation ('other organs perforation') and abscess ('abscess') in a 38-year-old female patient who had essure (ess205) (batch no: 12263366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (device ineffective)" on (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), fatigue ("chronic fatigue"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced abscess (seriousness criterion medically significant) and hidradenitis ("hidradenitis suppurativa"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abscess, fatigue, hidradenitis, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hidradenitis, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2016. Lot number: 12263366, manufacture date: 2004-04, expiration date: 2006-03. Quality-safety evaluation of ptc: unable to confirm complaint.... Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.